Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The blood glucose reading was 40 mg/dl. Customer also reported a low blood glucose event that happened at work. The paramedics were called to treat a blood glucose reading of 45 mg/dl. Customer was treated with glucose tablets. The blood glucose went down to 20 mg/dl, customer was taken to hospital. The blood glucose level increased to 80 mg/dl. Nothing further reported.